Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history did not match the active basal program. It was reported that the user experienced a blood glucose reading that was greater than 250 mg/dl, but less than 500 mg/dl, without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 07/24/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box data revealed the basal history on (B)(6) 2017 appears not to match the active basal program due to a prime sequence occurring on (B)(6) 2017 at 10:09. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. Unrelated to the complaint, a battery compartment crack was observed. This report is made under the requirements of the medical device reporting regulations